Event description:
It was reported that patient with ef of 40%. Had bleed into chest of 2 units of blood after epicardial leads implanted on (B)(6). Patient developed empyema and staph infection with septicemia. Patient was on IV antibiotics. In november had chest wash and lv leads left in place. Now ef of 20% and the pocket has pus draining and the wound is opening,. The physician will be consulted to remove the entire system. Caller wanting to review all leads that are implanted in preparation for removal of the entire system.